Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, while closing the window of the gd anastomosis, the distal staple line as incomplete in the patient's specimen side. They made a suture to fix and reinforce the staple line.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.